Event description:
During routine one week follow-up exam, patient presented with significant swelling in treated leg. Ultrasound scan revealed an occlusive dvt extending from common femoral vein to inferior vena cava. Patient was hospitalized for an unspecified length of time, and received tpa thrombolysis. Patient also received iliac vein stent placement for previously undetected iliac vein obstruction.